Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Device not available.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the constrained liner from the acetabular shell. Surgeon elected to revise the shell to change its position, the constrained liner, and the femoral head to a new shell with an eccentric liner and hew head. Rep confirmed there are no allegations against the revised femoral head. Surgeon reported that a spinal fusion in the patient's history was a contributing factor. Rep provided a pre-revision x-ray and usage sheets for all patient hip procedures, and reported that no further information is available.